Event description:
The patient reported that after implant, there were "rapid fire " small shocks and then one large one. It was determined that some of the small shocks did not show on interrogation. At some point, the device was moved to a submuscular position and the daily shocks stopped occuring. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead (B)(6) 2009. -(B)(4). Recall #: z-1172-2009.